Event description:
The user facility reported via vigilance report # (B)(4) that the touch screen to their v-pro max 2 sterilizer is not operating properly. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the sku model subject of the reported event is not sold in the us.